Event description:
It was reported that the patients left knee was revised due to suspicion of metal allergy. The surgeon noted pitting and scratching on the insert. The surgeon would like investigation results via the sales rep regarding his findings on the insert implanted a little over a year ago.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 9mm size 3 crx3 insert. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding allergy/reaction involving an unknown 9mm size 3 cr x3 insert was reported. The event was not confirmed. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. Further information such as pre-and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patients left knee was revised due to suspicion of metal allergy. The surgeon noted pitting and scratching on the insert. The surgeon would like investigation results via the sales rep regarding his findings on the insert implanted a little over a year ago.